Event description:
Consumer called to report being uncomfortable with the readings pt is getting from their plink meter. Analysis run on clark error grid using mean avg. Reading (283) as ref. Point vs bd readings of 442, 127, 300, 262 yielded data points in the c/d zone of the grid, outside of acceptable limits.